Event description:
Note: this report pertains to one of seven related events. Refer to manufacturer report # 3005099803-2010-00671, 3005099803-2010-00673, 3005099803-2010-00674, 3005099803-2010-00675 and 3005099803-2010-00676 for the related resolution clip device events and 3005099803-2010-00650 for the related gold probe event. It was reported to boston scientific corporation that six resolution clip devices were used and one gold probe during an esophagogastroduodenoscopy (egd) performed on (B) (6) 2009 and two additional procedures performed on separate dates between (B) (6) 2009 and (B) (6) 2009. According to the complainant, during the procedure, they were treating a bleeding ulcer in the duodenum. They used a 2.8 mm channel gastroscope, which is the minimum working channel size. They were unable to advance the device down the scope due to the torque in the scope. They removed the device from the scope, took the sheath off and the resolution clip device was advanced down the scope again without further complications. Later, (date unknown) the patient had to be brought back for two more procedures (on different days) and in both procedures the sheath had to be removed to advance the device down the scope. Later (date unknown) the patient was brought to surgery for a gi bleed. The physician used a gold probe to stop the bleeding but the device would not cauterize. The complainant believes that the generator was faulty. The patient later passed away (date unknown). The complainant confirmed that there were no deficiencies with the resolution clip devices or the gold probe device. It was only the tortuosity of the patients¿ anatomy that prevented the device from advancing in the scope. Once the sheath was removed, the device was able to advance down the scope. In addition, the nurse reiterated that the patients¿ death was not a result of the resolution clip devices or the gold probe device, but a result of the patients¿ poor health.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B) (4).